Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device returned for analysis. A delivery wire and a coil were returned for this complaint. Unit returned with its original box labeled batch. During visual inspection it was noted that the coil and delivery wire arms were not interlocked since the introducer sheath was not returned, the coil fiber bundles had blood on them, no anomalies were noted for the delivery wire, the coil interlocking arm was found detached from the rest of the coil (in addition it was not returned), and the coil was returned stretched near the interlocking arm end. Then microscopic inspection was performed. The zap tip of the delivery wire and main coil had a smooth surface. The interlocking arm of the delivery wire was inspected and no anomalies noted. The interlocking arm of the main coil found detached from the rest of the coil, in addition it was not returned. The dimensions of the delivery wire and the coil were inspected and were within specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
Reportable based on device analysis completed on 16-feb-2018. It was reported that coil became stuck on the catheter. The target lesion was located in the moderately tortuous and moderately calcified internal iliac artery (iia). A 8mm x 40cm interlock¿-35 was selected for use. During procedure, it was noted that the coil became stuck on the catheter. The coil was simply removed from the patient's body and procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that interlocking arm was found detached from the rest of the coil.